Event description:
It was reported that the center camera went black during a procedure. The tip on the insertion tube was also reported as being twisted. There was no patient injury or other adverse health consequence.